Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed to be due to the expired life expectancy of lamp and the lens base is cracked, the light is poor. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed due to the scope socket is cracked. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction is most likely attributed to the inability to display the endoscopic image. The most probable cause of the complaint is traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the xenon light source displayed a grainy image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.